Manufacturer narrative:
The device was returned for analysis. The reported suture detachment was not confirmed as the entire suture was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, the knot was advanced the first time with the guide wire present. The guide wire was removed and the knot was advanced a second time in an attempt to achieve hemostasis. While advancing the knot further, the rail suture snapped. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.